Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created in response to the attached pmcf study and relates to loss of stent patency after 3 months. It should be noted that this file is related to another eight complaint files. For details of the other investigations please refer to the following. (B)(6) relates to no fluoroscopic monitoring used. (B)(6) relates to stent occlusion. (B)(6) relates to post placement dilation. (B)(6) relates to off-label use. Non-malignant indication and inability to pass wire guide through obstructed area. (B)(6) relates to stent fracture + user error. (B)(6) relates to stent migration. (B)(6) relates to abscess, cholangitis and sepsis (biliary). (B)(6) relates to vomiting. Manufacturing records. Prior to distribution, all zilbs devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label. As per the instructions for use, ifu0065 which informs the user about the potential adverse events "associated with ercp include but are not limited to: allergic reaction to contrast or medication, aspiration, cardiac arrhythmia or arrest, cholangitis, cholecystitis, cholestasis, hemorrhage, hypotension, infection, liver abscess, pancreatitis, perforation, respiratory depression or arrest, sepsis.¿ additional adverse events that occur in conjunction with biliary stent placement include, but are not limited to: allergic reaction to nickel, bile duct ulceration, death (other than due to normal disease progression), fever, inflammation, nausea, obstruction of the pancreatic duct, pain, perforation, recurrent obstructive jaundice, stent migration, stent misplacement, stent occlusion, trauma to the biliary tract or duodenum, tumor ingrowth or excessive hyperplastic tissue growth, tumor overgrowth, vomiting¿. It should be noted that the instructions for use (ifu0065) lists stent occlusion as a potential adverse event that can occur in conjunction with biliary stent placement. There is no evidence to suggest the user did not follow the IFU. Image review. An image was not returned for evaluation. Root cause analysis. A definitive root cause could not be determined from the available information. A possible root cause can be attributed to patient pre-existing conditions. From the report for the purposes of assessing stent patency, stent patency is presumed if there are no signs and symptoms of stent occlusion/obstruction. As per medical advisor input there was no evidence of a device malfunction in the study that may have led to the loss of patency which was due to patient¿s pre-existing malignant conditions. As previously noted, stent occlusion is listed as a potential adverse event. Summary: complaint is confirmed based on customer and/or rep testimony. According to the report, specific patient outcome was not detailed in the report. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 18-feb-2025.

Manufacturer narrative:
PMA/510(k)#: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations: global clinical number: (B)(6). Title of clinical study: zilver 635 biliary stent (zilbs) final report. Device name: zilver 635 biliary stent (zilbs). The primary aim of this post-market clinical follow-up (pmcf) study is to confirm the performance and safety of the biliary stent and to assess if the benefit-risk ratio remains favourable. This was a retrospective, observational, multi-center, post-market study that collected data from existing databases (e.g., medical records, patient charts) for consecutive patients who underwent stent placement with the zilver 635 stent from calendar year 2014 through 2019 at participating clinical sites in the united states of america (USA). A total of 136 patient datasets were entered into the study database and are included in this final report. A total of 170 biliary stents were placed or attempted to be placed in 136 patients. Most patients received one stent (79.4%,108/136). The most frequently used stents were the zilbs-635-10-8 (69 stents). This complaint was opened to capture identified loss of stent patency after 3 months. Three months (90 days) non-patent (living) 10.3% (14/136) non-patent 1.5% (2/136) (deceased). Loss of patency was due to patient pre-existing condition. The estimated stent patency rate at three months is within the benchmark range (77.0% ¿ 95.0%) from the state-of-the-art (sota) review in the clinical evidence report (cer). Patient outcome: no information the 136 enrolled patients average 67.5 years old average body mass index of 25.2kg/m2. Female 49.3% (67/136) male 50.7% (69/136).